Manufacturer narrative:
The hill-rom field tech found the "mains" power fuse in the open condition. He also found the auxiliary outlet had a crushed wire under the seat section of the bed. The engineering analysis: the overheated transformer was due to the failure of the internal thermal overload. The thermal overload failed due to shorted secondary wiring (12 vac operating voltage), which caused repeated cycling of the thermal overload to eventual failure. The worst case failure of the overload is a shorted condition, which defeats the overload protection. It is likely the shorted condition occurred with the transformer of the returned bed. The shorted secondary wiring was caused by the seat section over-traveling and pinching the secondary wiring. The cause of the seat section could have been caused by mis-adjustment or mis-calibration of a position feedback potentiometer. If the secondary wiring on the auxiliary outlet transformer is permanently shorted, it is possible for the transformer to overheat. The overheating can be significant enough to partially melt and deform the plastic cover over the electrical enclosure. Action taken: the affinity iii bed provides the auxiliary outlet, however there are no known devices that plug into the outlet. A change order was implemented on 3/30/06 to remove the outlet from all beds being produced. A health hazard evaluation was performed on this issue and it was determined to fall into the broadly acceptable category (low risk and non-essential product functionality requiring no action). In addition, hill-rom has created a technical bulletin and has sent out a customer letter to bring better awareness about preventative maintenance of product, specifically the proper setting of foot section limits.

Event description:
Customer alleged that the bed caught on fire. No injuries reported.